Manufacturer narrative:
On 7/05/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent breast augmentation revision with unknown mentor saline breast implant that leaked after implantation. As a result, the patient underwent removal on (B)(6) 2018. There was also an issue with capsular contracture. The capsular contractures' baker grade is unknown.

Manufacturer narrative:
On 03/08/2018, additional information received that the issue of leak on the left side, and capsular contracture were diagnosed via examination. The grade of capsular contracture on the left side is iii baker, and the right side baker grade is I, on (B)(6) 2018, left mentor smooth round moderate plus profile 350cc gel filled implant, lot number: 7467738, serial number: (B)(4), catalog number: 3503501bc. Was removed and replaced with another 350cc gel implant. Concomitant product: right mentor smooth round moderate plus profile 350cc gel filled implant, lot number: 7285945, serial number: (B)(4), catalog number; 3503501bc. On 03/22/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 0.7 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).